Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, fold creases, wear abrasion, one curved opening and yellow particles in device inner surface. A microscopic analysis and leak test were performed which identified, one opening striated. Fill inspection was performed, and identified no blockage in the valve. Based on the device analysis, the final assessment is: one opening striated in the side anterior assessed, as surgical damage.

Event description:
The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Health professional reported a right side deflation. Device remains implanted.